Manufacturer narrative:
(B)(4).

Event description:
A report was received which indicated that the port on a tablet was not working properly. Other programming systems were available for the physician to use thus patient care was not impacted. A replacement tablet was requested. The tablet with the suspected malfunctioning port was returned for product analysis. Product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the physician's tablet. The analysis found that the usb port was damaged. As a result, the tablet was unable to establish communication.